Event description:
It was reported that the user experienced difficulty inserting a new cartridge into the ilet during setup, despite performing a rewind; an empty cartridge inserted without issue, and after additional attempts the reported cartridge seated fully and the connector attached, resolving the problem. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included customer interview and troubleshooting and education by phone. Investigation of this case revealed inconsistent cartridge insertion that was resolved through repeat insertion and use of standard setup steps, suggesting user technique or cartridge seating as the likely factor. It was concluded that the device functioned as intended after successful cartridge insertion and no device malfunction was confirmed.